Event description:
It was reported to covidien on (B)(6) 2013 that a customer had a problem with a dialysis catheter. The customer reports that there was air detected after dialysis initiation, and blood leakage from the catheter located above fixed suture wing. There was no pt injury or ill effect. The catheter was implanted on (B)(6) 2013 and removed on (B)(6) 2013.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.